Event description:
On 7/10/24 a beta bionics territory business manager (tbm) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user was wearing the ilet system on a hot day when insulin delivery was intermittently suspended and resumed, leading to hyperglycemia. The user's blood glucose level rose to 633 mg/dl, resulting in hospitalization from (B)(6) 2024. The user experienced stomach pain. IV fluids and insulin injections were administered during the hospital stay. The user did not use any back-up therapy or perform ketone testing.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device logs do not confirm cgm glucose was high during the reported event period. This is potentially due to an inaccurate cgm sensor. The ilet was responding by adjusting insulin doses in response to cgm glucose values it received from the dexcom g7 cgm sensor when it was able throughout the event period. Insulin dosing was stopped at 3:28 pm on (B)(6) 2024 when the insulin cartridge ran out of insulin. Dosing resumed when the cartridge was replaced at 4:45 am on (B)(6) 2024. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended when it was able, according to the cgm glucose values it received from the cgm sensor. This hyperglycemic event was caused by a failure to maintain the device to ensure continuous insulin delivery by not replacing the insulin cartridge when it was empty. Cgm inaccuracy likely contributed to the severity of this event.